Manufacturer narrative:
Sections d9 and h3 were updated. The lancet device was returned for investigation where the customer's issue was reproduced. The device was investigated with a microscope where a break in the housing was observed. Due to this damage, the device could not be primed and released correctly. The main spring also lost it's original position due to the damaged housing. This type of damage to the housing can occur if the device falls from heights above one meter as confirmed by drop tests. Due to the break in the lancet housing, the correct functioning of the device can not be ensured.

Manufacturer narrative:
Unique identifier (UDI): (B)(4). Occupation is lay user/patient. The year is the only known part of manufacture date. We have defaulted to the first of the year. The lancet device and lancets were requested for investigation.

Event description:
There was an allegation of an issue with the accu-chek softclix lancet device. The reporter alleged a properly seated lancet protruded from the end cap of the device after firing. No accidental finger stick occurred. The lot number and expiration date for the lancets could not be obtained as the lancet packaging was torn by the user.